Event description:
It was reported that a right ventricular (rv) lead integrity alert triggered due to high impedance with a possible fracture. The rv lead alert boundary was reprogrammed, and the lead remained in use. A few days later another lead integrity alert triggered due to high impedance. The rv lead was replaced but remains in the patient. However, during replacement the impedance values were measured several times and were in normal range. In addition, can and pocket manipulation showed no abnormalities. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Rv defibrillation impedance was steady at approximately 60 ohms through 2014-(B)(4) and rose out of range (greater than 200 ohms) starting between 2014-(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d354drg ICD, implanted: (B)(6) 2012. (B)(4).